Event description:
It was reported that this right ventricular lead was surgically abandoned due to experiencing fracture and delivering inappropriate shocks to the patient. Another lead was implanted instead. No further adverse patient effects were reported.